Manufacturer narrative:
The information for the additional medical device type is as follows: d.2b. Medical device type: fpa. The information for the additional common device name is as follows: d.2a. Common device name: intravascular administration set. B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Patient 1 of 10: it was reported while using one bd vacutainer® ultratouch¿ push button blood collection set, there was insufficient blood flow and no venous return. The patient was re-drawn with a new device. There was no other health impact or consequences reported.

Event description:
Patient 1 of 10: it was reported while using one bd vacutainer® ultratouch¿ push button blood collection set, there was insufficient blood flow and no venous return. The patient was re-drawn with a new device. There was no other health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 31-oct-2025 investigation summary bd received samples from lot number 5084110 for investigation. A total of six returned samples, three from each lot number, underwent functional testing, and all tubes filled as expected. Additionally, 14 retained samples, seven from each lot number (5084110) were functionally tested, and no issues were observed relating to insufficient blood flow as all samples met specifications. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. Additionally, an unknown lot number was reported, therefore, a review of the device history record could not be conducted for that incident. This complaint has not been confirmed for the lot 5084110, for the indicated failure mode: insufficient blood flow. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.